Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a 57-yr old male patient. The following results were provided: draw time sid initial repeat initial 1600 (B)(6) = 100 <2.7, <2.7, <2.7, <2.7; another instrument = <2.7. 2nd 1800 (B)(6) = <2.7 <2.7, <2.7, <2.7, <2.7, <2.7. 3rd 2000 (B)(6) = <2.7 <2.7, <2.7, <2.7, <2.7, <2.7 additional patient provided (39-yr old male, administered saline):. Initial draw: sid (B)(6) = 114.1 / <2.7, repeat on other instrument = <2.7. Redraw after 2 hrs: sid (B)(6) = <2.7, repeat on other instrument = <2.7. Normal reference range: males <35 - ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Accuracy testing could not be performed, since the complaint lot 59061ud00 has expired. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I assay was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a 57-yr old male patient. The following results were provided: draw time sid initial repeat initial 1600 (B)(6) = 100 <2.7, <2.7, <2.7, <2.7; another instrument = <2.7 2nd 1800 (B)(6) = <2.7 <2.7, <2.7, <2.7, <2.7, <2.7 3rd 2000 (B)(6) = <2.7 <2.7, <2.7, <2.7, <2.7, <2.7 additional patient provided (39-yr old male, administered saline): initial draw: sid (B)(6) = 114.1 / <2.7, repeat on other instrument = <2.7 redraw after 2 hrs: sid (B)(6) = <2.7, repeat on other instrument = <2.7 normal reference range: males <35 - ng/l. No impact to patient management was reported.